Event description:
Customer reports difficulty engaging the spin collar of their extension tubing into the maxzero connector. They state it "pops off with a quarter turn" with leakage. This is occurring on multiple areas of the hospital, most significantly on the 2nd and 3rd floors. No pt harm or medical intervention occurred. No further pt/event information was provided.

Manufacturer narrative:
Manufacturer's report date: 06/11/2014. (B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.